Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, after deployment the inserter handle did not release automatically from the implant, requiring force to disengage. As a result, the sutures broke as the inserter came free from the implant. The surgeon trimmed the suture ends, drilled another hole adjacent to the previous hole and placed another implant to complete the procedure. There were no significant delays or patient complications reported as a result of this event.

Manufacturer narrative:
Visual and functional testing of the subject device could not be performed as the device was not returned. A root cause for the reported event could not be determined with confidence because the device was not returned for evaluation. Without a return, the customer's complaint could not be verified nor investigated. Plausible root causes of the implant not releasing and the suture lock not activating could be due to a damaged implant. The IFU for the device states "use care to properly align the implant and inserter handle with the bone hole while inserting the implant into the bone hole. Do not lever the inserter handle prior to, during or after insertion as damage to the implant or incomplete insertion may result." Incorrect usage of the punch, tap or use of non artc drill bits, will also compromise the implants retention integrity. The IFU for this device was found to provide adequate warnings and precautionary statements regarding the proper alignment.